Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred on (B)(6) 2011 with a drain volume of 5249 ml during cycle 1. There was patient involvement, but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4).the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The assignable cause of the iipv was insufficient drain due to a false empty detect and use error, inappropriate bypass of the low drain volume alarm during initial drain.

Manufacturer narrative:
(B)(4).this issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.